Manufacturer narrative:
Diopter 23.50 se/3.5. Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. Device evaluated by manufacturer? No, lens was not returned. (B)(4). Method: lens work order search, injector claim lot number search. Results: a lens work order search revealed no similar complaint within the work order. The product pertaining to this complaint was not returned for evaluation. However, the cartridge and injector were returned and visual inspection found no visible damage to both. A injector claim search by lot number revealed no similar complaints within the lot number. Conclusion: based on the complaint history, work order search and the evaluation of the returned injector and cartridge, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon inserted a aa4203tl 23.50 se/3.5 silicone single piece lens with toric optic. The lens tore during insertion into the eye. The lens was removed in pieces, no patient injury. Unknown if cause of this incident was a loading error or injector issue.

Manufacturer narrative:
Method: device history record review, medical review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor to the complaint. Reportedly intraoperative lens removal was performed to address lens damage ("back of the lens split") noted upon insertion. According to the report, dated on (B)(6) 2015, by surgical technician there was no patient injury. No reported incision enlargement or suture placement. The same report stated that the cause of the event was either loading error or injector issue. No reported postoperative sequelae. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).